Event description:
The consumer visited their dentist, and found out lost of filling was not due to the electric toothbrush but because she was grinding her teeth.

Manufacturer narrative:
B2: the consumer went to visit their dentist, and found out lost of filling was not due to the electric toothbrush but because she was grinding her teeth. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The reported adverse event was loss of dental fillings. Event date is approximate. The consumer's contact address and phone number were not provided.

Event description:
The consumer alleged that their protective clean power toothbrush caused their dental fillings were being removed during use.